Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm while priming. Customer stated that she was hospitalized due to her high blood glucose levels. Customer's blood glucose level was 385 mg/dl. Customer treated with an injection. Customer verified that the insulin exits the tubing and was able to successfully run a manual prime. Customer was advised that the pump was working as designed. Customer was treated at the hospital and stated that she was vomiting at the time. Customer stated that she was treated at the hospital for last week. Customer was hospitalized on (B)(6) 2014 at 12pm. Customer's blood glucose level was 865 mg/dl at the time of hospitalization. Customer was on medicine for her tremors and it causes complications with the liver and kidneys. Customer had diabetic ketoacidosis, electrolites inactive, and renal disease. Customer was admitted for a week, then was released. Customer was wearing the pump at the time of hospitalization. No additional information provided.